Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold outputs with no known cause which was confirmed via fluoroscopy. This rv lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.